Event description:
It was reported that programming changes were made previously for post paced t-wave over-sensing. Device interrogation revealed another event of post paced t- wave over-sensing on an implantable cardioverter defibrillator. No further changes or intervention was performed. There were no patient consequences.